Event description:
It was reported that the user awoke with low blood glucose and self-treated with approximately 5¿6 ounces of juice and four glucose tablets, which led to an overcorrection and subsequent hyperglycemia; the user also reported routinely eating ice cream before bed without announcing it to the system. Symptoms included hypoglycemia followed by rebound hyperglycemia. Outcomes included user education on appropriate hypoglycemia treatment and scheduling of additional training; no injury or hospitalization occurred. Investigation included a troubleshooting and education session advising that bedtime intake equivalent to approximately half a usual meal should be announced and that hypoglycemia should be treated with 10¿15 grams of carbohydrates and reassessed every 15 minutes as needed. Investigation of this case revealed probable user handling issues related to unannounced carbohydrate intake and overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user technique rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.